Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer¿s family reported that the device was working pretty good for while then patient got an infection and it went downhill. Patient had infection on and off since the device was implanted. Caller stated the healthcare provider (hcp) did not give patient a strong enough antibiotic to get rid of infection. The infection was bad and they had to change medications. This was the 3rd time the patient had medication for the infection. Patient was tested and the test showed infection had cleared but patient was still going to finished the medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor reported they had a bladder infection a week ago which they took medications for. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.